Event description:
An implantable pulse generator (ipg) system was returned from a histologist with no information. Information identified in the manufacture¿s database indicated the patient died approximately 2 months post implant of the ipg and 8 years post implant of the leads. The patient died approximately 3 years ago.

Manufacturer narrative:
Clarification on dates for the reported information was obtained and noted the becomes aware date as november 13, 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned. Visual analysis was performed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The devices associated with this adverse outcome were returned and the patient was identified as being deceased. The patient died approximately three years from today. No contacts/events regarding the system have ever been received/reported. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. Concomitant medical products: sedr01 implantable pulse generator (ipg), implanted: (B)(6) 2010; 5076-45 implantable pacing lead, implanted: (B)(6) 2002. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.